Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2018-08302.

Event description:
It is reported that upon opening the cardboard box and pulling the first nail out of the package for a hip fracture nailing procedure, it was observed that both layers of plastic were already opened. The sterile and non sterile layers were peeled back and the nail was exposed. Another nail was opened, and the same occurrence was observed. As a result, a nail that was not ideal for the patient's anatomy was opened and implanted. No patient consequences have been reported as a result.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices confirm that both layers of the sterile packaging were open/peeled back. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is inadequate work procedures/instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.